Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photo, a crack was observed at the side of the welded cassette. The reported condition was verified. However, due to the nature of the sample no further testing could be completed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged (not further specified). This was noticed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (added b01) and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye noted a crack at the side of the welded cassette. An underwater pressure test was also performed which noted a leak at the crack location of the cassette. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction to h10: update to sample evaluation results added due to omission on initial. The sample failed to meet product specifications. It was determined that the probable cause of the condition was due to contact with solution containing alcohol. Should additional relevant information become available, a supplemental report will be submitted.